Event description:
It was reported that the device keeps turning on and off. The event occurred during clinical use, but there was reportedly no adverse event. The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem however the damaged capacitor was determined. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor, the replacement quote for which was offered to the customer. The device remains at the customer site and no further evaluation is warranted at this time.